Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was in the hospital about 5 weeks prior with pulmonary issues and that the hospital broke the top where the reservoir goes in and that the plastic is jagged. His blood glucose is 143 mg/dl. The customer said that the pump is not delivering the right amount for his basal rates and that he believes that it is over delivering. He said that he was running low and has been off the pump for two weeks and is using needles. The customer declined troubleshooting for his low blood glucose and possible over delivery of the pump. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and minor scratched lcd window. Unable to perform basic occlusion test, occlusion test or delivery accuracy test due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted.